Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. A microscopic visual inspection revealed scuff marks and indents around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation with signs of ductility. There were no signs of manufacturing defects found on the needle. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a total hip replacement on (B)(6) 2014 and suture was used. The surgeon was performing a mattress technique. He drilled a hole in the bone and then passed the suture through the drill hole. During the pass, the needle tip broke off in the bone. The surgeon was unable to remove the needle tip. It is in the greater trochanter. The surgeon determined that it would be more detrimental to the patient to attempt to remove it than to leave it in. The patient was discharged to home without any complications.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.